Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter(aus) device due to unspecified reasons. The patient had a previous ams sling and aus device implanted. A patient outcome was not reported.